Manufacturer narrative:
Additional manufacturer narrative: after receipt and examination of the subject device, it was determined that this valve was not manufactured by edwards lifesciences; therefore, no additional investigation will be conducted into this report.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that a valve was explanted at the customer facility. It is unknown if the valve is an edwards's valve. The received operative report states that the patient had prosthetic aortic regurgitation. "Valve was inspected. There was a large chunk of green mersilene type thread laying under the valve, surgeon has no idea where it came from. Surgeon thinks it was a tag that had been on the valve from before, that was removed. The valve was explanted and it had a totally ruptured cusp on one side." A new non-edwards valved was used and after the surgery, the patient returned to the post anesthesia care unit in fair condition having tolerated this procedure well.